Manufacturer narrative:
(B)(4). Initial reporter email address:(B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient experienced hypoglycemia with loss of consciousness. The cgm was reading 4.7 mmol/l and there was no blood glucose reading taken. The patient´s partner called the paramedics but there was no treatment nor medical intervention provided by them. The patient was treated by his father with juice and something to eat. There is no documentation about when the patient regained consciousness. After the treatment the patient recovered. At the time of the report, the patient was feeling better. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.